Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient stabbed himself six times. Final analysis found that the device can was punctured. The device exhibited no output or telemetry due to excessive body fluids that caused an electrical short to the device circuitry.

Event description:
It was reported that the patient presented to the hospital experiencing complete heart block and chest trauma. The patient had stabbed himself with an ice pick six times. The pulse generator could not be interrogated. The device was explanted and replaced on (B)(6) 2013.